Manufacturer narrative:
Two used devices were returned for evaluation along with one unspecified quadfuse. The devices were visually inspected. The filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The probable root cause is from the temporary loss of hydrophobic properties during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/1/2025.

Event description:
The event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock where the customer reported that during first 5 days of implementation, frequent failure (unspecified quantity) of the 1.2 micron in-line air filter on the medfusion sets was leaking parenteral nutrition. The leak was coming from the air vents occur within 24 hours of priming. The sample was connected to transfer set w/0.2 micron filter, clave. B33984. It is unknown if there was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.